Event description:
It was reported that during a scheduled device replacement procedure, high capture thresholds were observed on this right ventricular (rv) lead. The physician opted to replace the lead, and it was left surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.